Event description:
The customer reported that the insulin pump did not vibrate or make other appropriate signals/warnings. During troubleshooting the insulin pump did not vibrate appropriately, even after a battery change. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer also reported that the insulin pump did not delivery insulin recently, and gave no warning, alert, vibration, etc. That the delivery had stopped. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.